Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, it was reported from the field that the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol (end of life) earlier than previously estimated. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device

Event description:
It was reported that this implantable pulse generator reached end of life (eol) status a little over two months ago. At the beginning of this year, it was observed that the battery had 2.5 years of longevity remaining, with a magnet rate of 90 pulses per minute (ppm). Technical services discussed that a 2.5 year battery longevity would not have a magnet rate of 90 ppm. Based on the programmed outputs, ts explained that the programmer can update the longevity, but that it does not impact the magnet rate, and that likely elective replacement time (ert) was reached 90 days prior to eol. Due to this anomaly, ts recommended replacement, and to send the device back for detailed analysis. Subsequently, this device was explanted and replaced. Besides surgical intervention, no additional adverse patient effects were reported. This device was received for analysis.

Event description:
It was reported that this device reached end of life (eol) status a little over two months ago. At the beginning of this year, it was observed that the battery had 2.5 years of longevity remaining, with a magnet rate of 90 pulses per minute (ppm). Technical services discussed that a 2.5 year battery longevity would not have a magnet rate of 90 ppm. Based on the programmed outputs, ts explained that the programmer can update the longevity, but that it does not impact the magnet rate, and that likely elective replacement time (ert) was reached 90 days prior to eol. Due to this anomaly, ts recommended replacement, and to send the device back for detailed analysis. Subsequently, this device was explanted, as it has been received for analysis. Besides surgical intervention, no additional adverse patient effects were reported. This device has been received for analysis, and the investigation is currently in progress.